Manufacturer narrative:
During inspection and testing, the reported issue (foreign material clogged in channel) was confirmed. A blue rubber-like material, and a white brush-like material, which did not originate from the olympus endoscope, were observed in the air/water nozzle. In addition, service found the light cover glasses were chipped, the adhesive on the distal end was worn, the device failed the electrical safety test, and the transponder was loose. The water flow was out of specification, and the water removal capacity was out of specification due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the "edc reader attachment" came off and got clogged in the channel. The reported issue occurred during maintenance of the subject device. The scope was not used on a patient after the event. There was no patient or user impact due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign debris was observed in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issues, and to correct information provided on the initial report.

Event description:
Correction and clarification to the information provided in the initial report: the customer initially reported ""edc reader attachment has come off and it is blocked in channel 5 -scope not use on patient". The "edc reader attachment has come off" meant that the transponder was loose. It did not fall into the channel or clog the channel. The report "it is blocked in channel 5" meant that the air/water channel was blocked. However, the specifics of the blockage were not provided by the customer. This medwatch report is for the foreign material found in the air/water nozzle (channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the air/water nozzle is clogged with blue rubber-like foreign matter and white brush-like foreign matter not derived from an olympus scope. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and the objective lens cleaning function." 3) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 4) "clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.